Manufacturer narrative:
The insulin pump was received with blank display and had a constant tone alarm due to moisture damage on the electronics assembly also, moisture damage was found on the motor, vibrator, keypad and battery tube assembly. Unable to perform the a17 and a21 alarm due to blank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of an unexpected restart and external ram crc error from the insulin pump. The customer's blood glucose level was 64 mg/dl. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the pump was not stored or not in use for an extended period of time. The customer stated that the alarm did not occur shortly after inserting a new battery. The customer was advised to clear the alarm using the escape and act buttons. The customer was advised to program a normal bolus into the air. The bolus amount was recorded in the bolus history. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.